Event description:
During follow-up, elevated high voltage impedance was observed on the device. Device damage was suspected but not confirmed. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Pacing and high voltage lead impedance were tested and revealed no anomalies. The impedance anomaly observed in the field was not reproducible and the cause of the field event could not be conclusively determined.